Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified a break in the hypotube 590mm distal to the catheter strain relief. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Difficulty was encountered during insertion of the non-bsc guide catheter in the aorta. While inserting a 2.5x16mm promus element stent delivery system (sds) into the guide catheter, the shaft of the sds kinked and broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Difficulty was encountered during insertion of the non-bsc guide catheter in the aorta. While inserting a 2.5x16mm promus element stent delivery system (sds) into the guide catheter, the shaft of the sds kinked and broke. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.